Manufacturer narrative:
D4 - serial #, d4 - primary UDI number, h4 - device mfg date, h3 and h6. Codes: updated. Device evaluation: the complaint was not confirmed. However, the 40¿ button was not working and verified by functionality testing. The cause was the deterioration of the buttons due to use. The control panel c was replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product did not produce warm air. There was no patient involved in this event.